Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have blade damage at the tip/midpoint of the blade. One blade edges was indented. The indentations caused a separation of material from the blade; however, no material was missing. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The large suturecut needle driver instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the large suturecut needle driver instrument was observed to have a small part of the serration, approximately 2mm in size, had detached from the distal end. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: additional information per the notification: during a robotic dcp procedure, while performing suturing with a needle, the operating room staff noticed that a small part of the serration, approximately 2 mm in size, had detached from the distal end of the robotic needle holder. The team immediately searched for the piece within the surgical area, and when it was not found, a radiological analysis of the patient was performed, which also yielded a negative result. The large suturecut needle driver was inspected prior to use and nothing out of the ordinary was noticed. The surgeon was grasping with the instrument when the fragment fell inside the patient. Surgeon did not know what caused the breakage. Surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The fragment was not retrieved. There was a delay of 15 to 30 minutes. No images were available for review. The instrument is available for evaluation.